Event description:
It was reported by service report that the cot won't lower all the way down or fully retract. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic cylinder.